Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 gram, intraperitoneal and once in 4 days) and fortum (1 gram, once daily and route not reported). The event was resolved approximately one week after onset and the patient was recovered. Pd therapy was ongoing. No additional information is available.